Event description:
Pt was revised to address pain and loosening of tibia. During revision, it was noted that femur was also loose, and these was extensive osteolysis caused by polyethylene wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.